Event description:
It was reported that a driver tip fractured in the screw head during the process the pt experienced a fracture of the 5th metatarsal.

Manufacturer narrative:
The device has been returned to the MFR for eval. Analysis results are not available at the time of this report. A f/u report will be sent when the analysis is complete.